Event description:
Hcp reports "intermate did not infuse over proper period of time." Intermate containing 80mg of vancomycin compounded with normal saline, and a total volume of 150ml infused in 20 minutes instead of the anticipated 1-1/2 hrs. Patient developed condition known as "redman syndrome," went to emergency room, and was treated and released from hospital. No further complications resulted from this incident.